Event description:
It was reported that the tip of the scissor unit is not moving.

Manufacturer narrative:
The product was returned for investigation. Upon receipt of the device on (B)(4) 2012, a different failure mode, than the one reported, was confirmed. Visual inspection confirmed linkage break due to material failure in the area adjacent to hinge pin. The broken like was not returned with the device. Rust/oxidation was also observed in the area where the break occurred. It is likely that this incident occurred due to the use of excessive force and/or over torqueing applied to manipulate the device or material failure due to improper cleaning and/or storage. In sum, the product was returned for investigation and a link breakage failure mode was confirmed. The failure mode will be monitored for future reoccurrence.